Manufacturer narrative:
The patient programmer and antenna were received for analysis. Analysis revealed a damaged antenna jack and confirmed the problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial#: (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the patient programmer antenna was unable to function correctly and the antenna connector was chipped. The cause of the issue was not available. The patient tried syncing with the implantable neurostimulator (ins) without the antenna and the programmer worked. Whenever the antenna was connected to the programmer, an error message was displayed and would not be detected or work with the programmer. The programmer and antenna were going to be replaced. The issue was resolved after replacing the devices. No surgical intervention was taken or planned and the patient was alive with no injury. No patient complications were anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.